Event description:
It was reported that during a lap cholecystectomy procedure, the devices would not fire and then fired clips out of control. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.